Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a re-operation due to build up between bend relief and outflow graft that caused obstruction and decreased flow and pi events. Revision of outflow graft released proteinaceous material.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an exceeded amount of proteinaceous material between the bend relief and outflow graft could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. In addition, the report of low flow alarms due to the buildup could not be confirmed as no log files were provided for review. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also states that pi events are examples of routine events and do not appear in the alarm history. Lastly, this IFU, as well as the patient handbook, addresses all system controller alarms and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jun2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.